Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) system explant procedure due to an unknown reason.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2316700. Model: sc-2316-70 . Serial: (B)(6). Batch: 15677284.

Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) system explant procedure due to an unknown reason. Additional information was received that the reason for explant procedure was to address MRI requirements.